Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak during prep. It was reported on 7/1/2022. During preparation of a mitraclip xtw, all steps were performed per IFU. The chamber on the dc handle was filled with saline. There was a leak on the seam of the side where the two pieces come together on the dc handle. Troubleshooting could not be done, due to the location of the leak. A replacement device was used without a device issue, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak in the dc handle was confirmed via returned device analysis. Additionally, the dc handle body seal was noticed to be pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation identified the dc handle leakage and the handle seal irregular appearance as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.